Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.

Event description:
An event involved a tego connector. The customer reported that during dialysis, the valve¿s silicone was displaced, obstructing the catheter lumen and causing alarms and flushing failures. This resulted in therapy delays, operator stress, and patient discomfort, though no significant blood loss or serious clinical consequences occurred. The dialysis session lasted longer than expected because the machine was unable to start despite repeated flushing attempts. The patient was in good spirits before the start of dialysis, became very irritable and cried during the session, and was smiling again upon leaving. The valve was replaced and dialysis was completed. There was patient involvement, but no patient harm or adverse event was reported.